Event description:
My dad was continually shocked by his st jude implantable defibrillator, even though he felt fine. St jude technician came out and did an interrogation and reported it has fired inappropriately. She said the device mistook afib for vfib.